Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient had a bard/davol ventrio hernia patch, product 0010212, lot huxb0586 implanted to repair a ventral hernia defect. It is alleged that on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: h11: this supplemental emdr is being sent to correct the manufacture date for the ventrio mesh. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few years post implant of ventrio mesh, patient was diagnosed with infection, adhesions, mesh migration and hernia recurrence thereby underwent repair with mesh removal. Per op notes ¿the mesh had separated from the fascia on left lateral side of previous hernia repair.¿ the instructions-for-use supplied with the device lists adhesions as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the ventrio mesh (device #1). Additional emdr's were submitted to represent the ventralight st mesh (device #2 & #4) and mesh ¿ ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient had a bard/davol ventrio hernia patch, product 0010212, lot huxb0586 implanted to repair a ventral hernia defect. It is alleged that on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿the adhesions were removed and the small bowel and right colon placed back into the peritoneal cavity. The old mesh was removed and a gore-tex patch (ventrio mesh - device #1) was used. The mesh was placed intraperitoneal and then secured with sutures attaching it to the mesh anteriorly and circumferentially.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia and spigelian hernia thereby underwent open repair with implant of ventralight st mesh (device #2). Per operative notes, ¿left lower quadrant lysis of adhesions were accomplished. Dissection was carried superiorly, the adhesions from the previous mesh were quite large and revealed the recurrent hernia superior to the mesh. A piece of ventralight st mesh (device #2) placed in elliptical fashion and tacked.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventralex mesh (device #3) and partial removal of ventrio mesh (device #1). Per operative notes, ¿the hernia sac was encountered, the mesh had separated from the fascia on left lateral side of previous hernia repair that was dissected (device #1). The hernia sac was opened, it appeared that the medial side was densely adherent and there was no sign of recurrent hernia there. A large ventralex mesh (device #3) placed in the gap peritoneally in order to repair the gap between the previously placed mesh. The medial side was sutured to the previously placed mesh and the lateral side was sutured to the fascia using sutures.¿ (B)(6) 2016 - patient underwent removal of infected mesh (device #2 & device #3). (Note, operative notes were not provided in the medical records). (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventralight st mesh (device #4) and explant of ventrio mesh (device #1). Per operative notes, ¿the hernia sac was excised. There was 5 different pieces of previously placed mesh was seen and they were grown well in peritoneal surface. It was easy to excise and we did. Lysis of adhesions within peritoneal cavity and anterior separation of abdominal components was performed. A ventralight mesh (device #4) placed within peritoneal cavity and tacked." (B)(6) 2017 - patient was diagnosed with abdominal pain, hemorrhage with edema, abscess, hematoma, serosanguinous drainage and tissue granulation. Attorney alleges that the patient had abscess, adhesions, pain, bowel obstruction, bowel removal, hernia recurrence, pain, seroma, fistulae, infection and emotional injuries. It is also alleged that the patient had at least 4 surgical revisions/procedures after the ventrio mesh placement in 2015, ventralight st placement and ventralex placement in both in 2016. The damage caused by the bard mesh products is extensive and resulted in complete abdominal wall reconstruction.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufacture date for the ventrio mesh.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient had a bard/davol ventrio hernia patch, product 0010212, lot huxb0586 implanted to repair a ventral hernia defect. It is alleged that on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.